Event description:
It was reported that during an aortic therapeutic procedure, an altatrack guidewire was used in a severely tortuous angulated celiac artery with median arcuate ligament compression. During use, resistance was encountered when trying to pass the curve; thus, the guidewire was removed, and a conventional equipment was tried to cannulate the vessel. After, angiography was performed, and contrast extravasation was visible. Therefore, the artery was plugged/coiled, and a cuff was placed inside the stent graft to occlude the perforation. The patient was stable with no further intervention required. This adverse event is being submitted because the altatrack guidewire was in use when a perforation occurred, requiring additional intervention. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a5 & a6: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. The altatrack guidewire was discarded, thus no returned product evaluation was performed. Perforations during this kind of procedure are a known risk and are covered by the device risk management. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.